Event description:
A patient underwent a three (3) level lumbar fusion in (B)(6) 2018. In (B)(6) 2021, almost three (3) years after implantation, the patient returned to the surgeon complaining of pain and discomfort. X-ray examination revealed that the tilock rod on the left side of the construct had shifted (slipped in the pedicle screws). The patient had properly fused at the treated levels but the surgeon opted to perform a removal of the entire left side of the construct.